Event description:
Boston scientific received information that this pulse generator could not be interrogated and was determined to be beyond end of life (eol). The patient had presented to the emergency room due to fainiting spells, at which time the device status was observed. The patient had been lost to follow up for some time. At most recent changeout about a year ago, the device had a magnet rate of 99.8.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.